Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being conservatively filed due to an increase in mean pressure gradient following mitraclip leaflet grasping. It was reported that this was a mitraclip procedure to treat mixed functional and degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds 51215u130) was advanced to the left atrium and the mitral leaflets were grasped without reported issue. Following grasping, the mean pressure gradient was noted between 16 and 24 mmhg. The physician decided not to implant the clip. The clip was not implanted and cds removed from the anatomy without reported issue. The mean pressure gradient after clip removal was not provided. No additional clip placement was attempted. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned. Additional information received indicates there was no reported device malfunction associated with the clip delivery system (cds). It was confirmed that there was no adverse patient effect. Based on this new information, this event is not MDR reportable.

Event description:
Subsequent to the initial medwatch report, additional information was received: the mean pressure gradient returned to pre-procedure levels once the clip was released. There was no adverse patient effect and no device malfunction.